Event description:
Spinal cord stimulator lead and sheath broke off in subcutaneous tissues. If it had broken in epidural space could have led to significant problems. Patient was undergoing the placement of a dorsal root ganglion stimulator. During removal of the sheath from the touhy needle, approximately 1 cm of the tip of the sheath was shaved off by the tuohy needle. Fluoroscopic exam showed the sheared tip to be well outside of the epidural space and spinal canal therefore the tip was left in the tissue. This could have caused serious problems for the patient had the tip been sheared off in the epidural space.